Event description:
Reference number (B)(4). Event occurred in canada. It was reported that two infusion sets cannula were kinked due to which hyperglycemia occurs after 3 hours of insertion. For 5 hours infusion set was in use. The insertion site was abdomen. Event occurred on (B)(6) 2024. High blood glucose level was treated by correction injection via multiple daily injection. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.